Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E3: reporter is a j&j sales representative. UDI:(B)(4). Investigation summary : the device associated with this report was returned for evaluation. On visual analysis, the device comes in used condition. The suction tube shows saline residues. The active tip did not showed signs of activation. The cable, connector and pins are in good condition. On functional test, the device was connected to the test generator, the electrode was immediately recognized. On hand function mode, the ablation function was activated for one minute, the electrode worked as intended. The coagulation function was activated for one minute, the electrode worked as intended. The function mode was changed to foot pedal mode. The ablation function was activated for one minute, the electrode worked as intended. The coagulation function was activated for one minute, the electrode worked as intended. The overall complaint was unconfirmed as the observed condition of the vapr tripolar 90 suction elect would not contribute to the complained device issue. Based on the investigation findings, a possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; the device connector was not fully inserted into the socket, also possibly the appropriate activation mode was not selected (foot pedal instead of hand control and vice versa), therefore the electrode did not started to work, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure on (B)(6)2024, the vapr tripolar 90 suction elect device did not work at all and could not be used for surgery. During in-house engineering evaluation, it was determined that the device had foreign substance/debris/cleaning/sterilization. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.